Event description:
It was reported that the patient was experiencing overdose symptoms. The overdose symptoms were specified as nausea and lethargy. The location of the issue or symptom was unknown. The actions required as a result of the event included reprogramming. The patient was advised to go to the emergency department (ed) and healthcare provider ordered a reduction of the daily dose by 50%. A rotor and dye studies were planned. Diagnostic testing and troubleshooting included checking the logs. The patient¿s status at the time of report was alive ¿ no injury. It was later reported the patient was very loose (lack of tone). The dye study was performed and the catheter appeared to be patent and functional with no abnormalities. The pump rotor study was also normal. The patient was discharged from the hospital with the pump set at half of the previous daily dose prior to the onset of symptoms. It was noted that the pump was nearing end of life (eol). The patient felt fine and was receiving good therapy. The pump was used to infuse gablofen (concentration 2,000 mcg/ml, daily dose 260.4 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43275, implanted: (B)(6) 1997, product type: catheter; product ID 8709, lot# j0058134r, implanted: (B)(6) 2001, product type: catheter. (B)(4).